Manufacturer narrative:
(B)(4)

Event description:
The company representative (rep) reported that after deep brain stimulation (dbs) lead implant, the patient experienced a cerebral hemorrhage at the third ventricle. The hemorrhage was resolved with a cerebral drainage. The physician also noted edema inside the nucleus, near the lead in the right side. About the edema will be updated as soon as possible, the rep will obtain information from the health care provider (hcp) in one week. The patient felt fine but experienced a state of confusion. The issue was not resolved at the time of this report. No surgical intervention occurred nor was planned. The lead remained implanted. The patient was alive with no injury. The rep reported two weeks later that the patient does not feel very well, but slight improvement compared to three weeks ago. The patient was awake but unresponsive. The patient took a few steps on (B)(6) 2016 with double support. The patient will be soon be moved to rehab, where he will make a long hospitalization period.